Manufacturer narrative:
Date of event - estimated as (B)(6) 2021 as the date of the event is unknown. Implant date - estimated as (B)(6) 2021 as the date of the implant is unknown.

Event description:
It was reported via social media that a fistula occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A left coronary artery fistula to the left atrium via the left atrial branch was identified post watchman implant. No further patient status was reported. It was recommended that a coiling of the left atrium branch may help resolve this event.